Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: h3 device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 (b) cartridge was received sterile with no apparent damage and 6 clips loaded. The cartridge was tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional devices analysis: the product was returned for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that 3 xc200 cartridges (b, c and d) were received sterile with no apparent damage and 6 clips loaded each. The cartridges were tested for functionality with the test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended per cartridge. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional devices analysis: the product was returned for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge (a) was received along with an opened foil, no apparent damage, 2 clips loaded and 4 loose clips. The reload was tested for functionality with the test device. 4 loose clips were manually loaded and upon functional testing of the clips, the instrument loaded, retained, and deployed six clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported a patient underwent a urological procedure on (B)(6) 2023 and suture clip was used. The clip could be fed, but could not be closed. The applier was replaced, but the issue did not improve. Another competitive device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - it was reported that "4 unopened devices (lot tc2aku) will be returning". Was any issue or malfunction observed on these devices? No. But the customer is upset this lot. Please investigate these clips. - please provide the applier product code and lot number? The applier code is ka200 and lot number is unknown. - please confirm if there is an issue with the applier? No. If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? =>when we get the information, we will update it .- when the event occurred, was the suture placed near the hinge of the clip? Yes. - were you able to lock the clip closed on the suture? No. - was the applier checked for damaged (jaws straight and aligned)? Yes, there is no damage. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?=>when we get the information, we will update it. - please perform and document the follow up attempt for product return. => we regularly contact with sale rep about the device returning. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: events reported via: mw# 2210968-2023-07475 . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.